Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged from 50-70 mg/dl, cause was unknown. During troubleshooting with tandem technical support, it was determined that the pump was functioning as intended. Customer consumed juice to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.